Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: this was the first firing off the pylorus on a lap sleeve gastrectomy¿.so this was the first staple firing- we did not cross another staple line when the event happened. The crowns in the middle of the staple line were wavy. The very proximal and the distal portions of the staple line were perfect and to the end of the cut line as they should be. The middle portion had open legged staples¿.completely unformed. Approximately 20 minutes was added to the case for necessary oversewing of the staple line. Post operative care of the pt. Did not change.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical photograph was received and it is believed the complication was the result of linear deck deflection and tissue flow resulting from the combination of buttressing material and tissue thickness was beyond the device¿s (long60a) ability to bring the tissue into thickness compliance utilizing a green staple cartridge.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy on the first firing with a green cartridge and seam guard the staple line was uneven and crowns were wavy. The legs were not formed on the underside. They were not formed at all. The surgeon then over sewed the staple line. A new device was used to complete the case. The device will be returned by the operating room materials coordinator. The staple cartridge was disposed of. There were no patient consequences other than extending or time.